Event description:
Reporter stated rupture of bladder during patient use. Contents of device was reported as 5-fu and normal saline for a total fill volume of 270ml. No one was exposed to the spilt contents. No patient injury or medical intervention was reported.